Manufacturer narrative:
Device received with blank display due to missing battery spring. However, corrosion was found on the battery tube. Unable to perform operating currents, self test, rewind test and displacement test or verify failed battery test due to missing spring.

Manufacturer narrative:
Device received with blank display due to missing battery spring. However, corrosion was found on the battery tube. Unable to perform operating currents, self test, rewind test and displacement test or verify failed battery test due to missing spring.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had died. Customer had inserted three new batteries however the insulin pump did not turn on. Customer also reported that the insulin pump received failed battery alarm. Contacts were not missing or damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.